Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use foreign matter was discovered in the extension tubing with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: customer used the product on (B)(6) 2019, they found that there was a black foreign matter on the shell of the venous indwelling needle's extension tube, after getting it out of the pipe, it was a soft object. Customer hoped that it could be sent back to factory to check the foreign matter, whether it's the patient's tissue cells or something else.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9106897. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation showing foreign matter, the returned device was free of material. Unfortunately with out the ability to subject the foreign material to composition testing, the root cause for this complaint could not be determined at the conclusion of our review. The fm was found on the third day of use, and according to the experience of the factory, it could be caused by the combination of the patients blood and drug solution in a specific environment.

Event description:
It was reported that during use foreign matter was discovered in the extension tubing with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: customer used the product on (B)(6) 2019, they found that there was a black foreign matter on the shell of the venous indwelling needle's extension tube, after getting it out of the pipe, it was a soft object. Customer hoped that it could be sent back to factory to check the foreign matter, whether it's the patient's tissue cells or something else.